Event description:
The infection was klebsiella pneumoniae and was not device related. The patient required intubation due to respiratory failure and leukocytosis, which resolved. The patient received intravenous (IV) antibiotic vancomycin, cefepime, and meropenem, which concluded on (B)(6) 2021. The low flow alarms cause was not identified and did not resolve. The patient was discharged to long term acute care (ltac) on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malpositioning and outflow graft kink could not be confirmed as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported respiratory failure and infection could not be conclusively determined through this evaluation. Finally, the account reported that the low flow alarms did not resolve after the revisions of the outflow graft and that the alarms may be positional or related to fluid status. The account reported that the patient experienced low flow alarms. The alarms were reportedly due to malpositioning of the inflow cannula and kinking of the outflow graft, as seen through a computed tomography (CT). The patient was taken to the operating room (or) and the outflow graft (ofg) was moved laterally. The inflow cannula reportedly was repositioned and sutured into place. The kink reportedly resolved; however, the low flow alarms continued. An echocardiogram (echo) was performed which ruled out the inflow cannula as the cause of the low flow alarms. A repeat CT was performed which revealed kinking of the ofg again. The patient was taken back to the or for a second ofg revision. The ofg was shorted and anastomosed end to end. The low flow alarms reportedly resolved in the intensive care unit (ICU) and the pump was operating as intended. The patient reportedly also experienced respiratory failure requiring intubation. The patient had respiratory cultures which were positive for an infection. The patient was put on intravenous (IV) antibiotics. It was later reported that the patient experienced further low flow alarms. The low flow alarms were thought to be related to positional changes or fluid status. The patient was ultimately discharged on (B)(6) 2021 to a long-term acute-care (ltac) due to physical conditioning related to the extended hospital stay. The patient remains ongoing on ventricular assist device (vad) support. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. The IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU lists respiratory failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use, document 100169835, rev. C is currently available. The heartmate 3 lvas IFU lists respiratory failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 07apr2021. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hypoxic and was on a 3 liter nasal cannula. Their respiratory rate was in the 30s. The patient had increased work of breathing, and their white blood cell and lactic acid were high. The patient was then transferred to the intensive care unit (ICU) to monitor for suspected infection and increased oxygen demands. The patient required intubation in the ICU and was put on antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6 - health effect - clinical code: cardiogenic shock (2262). A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient experienced acute blood loss anemia on (B)(6) 2021, and was followed for transfusion triggers, titrate heparin drip, and 1 unit of packed red blood cells (prbcs) was considered. Treatment was performed with blood products and the bleeding resolved without sequalae on the same day. On (B)(6) 2021, the patient had pericardial effusion that was confirmed with bedside echocardiogram. The pericardial effusion resolved without sequalae on (B)(6) 2022. On (B)(6) 2021, the patient had an aortic valve mass/ thrombus on the noncoronary cusp which was nearly 1.2 cm by 1.8cm in size. Trace aortic insufficiency was noted between the right and left aortic cusps. Thrombus, vegetation, abscess, and hematoma could not be ruled out. The mass was ongoing at the time of study completion or withdrawal. On (B)(6) 2021, the patient experienced respiratory failure. When extubated, the nurse practitioner observed work of breathing and ordered arterial blood gas (abg) tests. The patient was placed on bilevel positive airway pressure (bipap) and was given 25mcg fentanyl. The respiratory failure resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the swelling of the left arm was noted that appeared to be extravascular volume overload. The left arm was elevated for the swelling, and it resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the patient experienced recurrent cardiogenic shocks and inotropes were restarted, and it resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the patient experienced worsening results in liver function tests. Abdominal ultrasound was ordered that showed the liver to be normal in size and echogenicity. Cholelithiasis without cholecystitis, no ductal dilation, and small renal cyst were also seen in the ultrasound. The hepatic dysfunction resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the patient experienced diarrhea miralax/ senna (polyethylene glycol) was changed to as needed dosing, and it resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the patient experienced urinary incontinence that resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the patient experienced right internal jugular thrombus but was already on anticoagulants. Cardiac cath and ultrasound were used to gain vascular access to the right internal jugular vein (rijv) which was determined patent and ultrasound showed the thrombus in the rijv move access to the left internal jugular vein. The thrombus resolved without sequalae on (B)(6) 2021. On (B)(6) 2021, the patient experienced deep tissue injury of the right heel. Fluid filled blisters with deep purple tissue at the base of the heel. No induration, no purplence, and the heel was dressed in mepilex border and the issue was ongoing at the time of study completion or withdrawal. On (B)(6) 2021 the patient experienced hypophosphatemia. Phosphate 2.2 was suspected due to hypervolemia. With baseline sodium of 130-135, heart failure guiding repletion and lasix (furosemide) was scheduled daily. Additional 100mg lasix was given and lasix grip was started, and it resolved without sequelae on (B)(6) 2022. On (B)(6) 2021, the patient experienced worsening hypotension during respiratory event. Their mean arterial pressure (maps) was in the 30s and were on non-invasive cuff but 70s with doppler. The hypotension resolved without sequelae on the same day. On (B)(6) 2021, the patient experienced peripheral artery disease. Their right foot was cool to touch. The patient reported tingling from previous stroke. Decreased sensation and tingling have worsened since their surgery. Arterial duplex doppler was ordered on (B)(6) 2023 that showed diminished arterial flow throughout right lower extremity that was probably related to underlying heart failure. It could also be a component of upstream iliac stenosis given the degree of atherosclerosis seen on CT. Otherwise, the lower extremity vasculature was patent. The peripheral artery disease was ongoing at the time of study completion or withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the inflow conduit alignment issue, outflow graft kink, and low flow alarms resolved with surgical revisions to adjust the inflow conduit and shorten the outflow graft. The reported events could not be confirmed, however, as no images, log files, or product were provided for evaluation. The low flow alarms later continued with possible causes of patient position or fluid status; however, a specific cause for these alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported adverse events could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2023; heartmate 3 lvas, serial number mlp-025170, was not returned for evaluation which was reported under MFR # 2916596-2023-02628. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. The heartmate 3 lvas IFU lists respiratory failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a malpositioned inflow cannula and kinking of the outflow cannula. A CT with a 4d of the heart was done to assess left ventricular assist device (lvad) due to multiple low flow alarms and perfusion index (pi) events. CT findings include malposition of the inflow cannula and kinking of the outflow cannula. CT led to surgery planning to take patient back to or for a re-do sternomoty, reposition of outflow graft (ofg), and possible reposition of inflow graft. The patient was taken back to the operating room (or) on (B)(6) 2021 and inflow cannula repositioned in the left ventricle (lv) and sutures used to secure the pump position. Placement was verified to be pointed toward the mitral valve by transesophageal echocardiogram (tee) after adjustment. Ofg moved laterally and kink resolved in the or. Clinical recommended to surgeon that he shorten the ofg. Low flow alarms continued throughout the or time and in the intensive care unit (ICU). The surgeon felt the low flow alarms were volume related. Cardiology consulted with clinical and discussed the cause of the low flow alarms. Tee was done to ensure the inflow cannula was positioned well. Echo was done at bedside and inflow cannula was ruled out as the cause of the low flow alarms. After consultation with cardiology a CT of the heart was ordered to check the integrity of the ofg. CT of the heart showed another kink in the ofg. Patient was taken back to the or a second time and the graft was shortened about 1.5-2 inches and anastomosed together end to end while the vad remained at 3000 rpms while the ofg sides were clamped. The patient tolerated the procedure well and the low flow alarms resolved. The patient was returned to ICU and has not continued to have low flow alarms. It is reported that the vad is operating as expected. It was reported that the patient had a major infection on (B)(6) 2021.